Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties to interrogate. The device stopped delivering pacing and no tones were heard with magnet response. Multiple attempts to connect to the device were unsuccessful. The field representative explained that during the procedure, the patient was induced into ventricular fibrillation (vf), and the device did not deliver shock therapy, requiring external shocks to convert the rhythm. Subsequently, this crt-d was explanted, the replacement procedure was successfully performed, and a new device was implanted. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Event description:
It was reported that, during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties to interrogate. The device stopped delivering pacing and no tones were heard with magnet response. Multiple attempts to connect to the device were unsuccessful. The field representative explained that during the procedure, the patient was induced into ventricular fibrillation (vf), and the device did not deliver shock therapy, requiring external shocks to convert the rhythm. Subsequently, this crt-d was explanted, the replacement procedure was successfully performed, and a new device was implanted. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on the analysis finding of induced damage to the device from an ablation procedure. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at the boston scientific post-market quality assurance laboratory, a thorough evaluation of this crt-d ICD system was performed. Visual inspection identified no external anomalies, and telemetry could not be successfully established with this device. X-ray imaging confirmed the internal fuse was intact, with no evidence of structural or mechanical damage. Residual gas analysis (rga) indicated the device case seal was intact. The device case was then opened to expose internal circuitry, and the battery voltage was measured at 0.367 v (i.e., too low to support device function). Following removal of the battery and high-voltage capacitors, an external power source at 3 v was applied. Under this condition, the device exhibited a current draw of 1.57 amps, as compared to the expected value of 6 micro amps. Infrared thermal imaging identified a localized heat source ('hot spot') at the edge of the mixed mode integrated circuit (mmic). A hot spot is consistent with activation of the electrostatic discharge (esd) protection clamp field effect transistors (fet); this type of damage occurs due to exposure to a high amount of energy. The super output module (som) also exhibited evidence of electrical overstress damage to a lead protection switch. Based on the overall analysis and reported clinical observations, engineers determined that exposure to pulsed field ablation resulted in electrical overstress damage to the device's som and mmic, causing a significantly high current drain that depleted the battery, and the device stopped functioning. The observed damage pattern with this device is consistent with induced external energy and is not related to an inherent device performance issue.

Event description:
It was reported that the patient implanted with this crt-d underwent an ablation procedure for atrial fibrillation. The patient went into a ventricular fibrillation (vf) arrhythmia and an external shock was delivered to convert the fast rhythm. Subsequently, this crt-d could not be interrogated. The device exhibited no pacing and no tones were heard when a magnet was placed near the device site. Multiple attempts to connect to the device were unsuccessful. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 3 (device evaluation): upon receipt at the boston scientific post-market quality assurance laboratory, a thorough evaluation of this crt-d system was performed. Visual inspection identified no external anomalies, and telemetry could not be successfully established with this device. X-ray imaging confirmed the internal fuse was intact, with no evidence of structural or mechanical damage. Residual gas analysis (rga) indicated the device case seal was intact. The device case was then opened to expose internal circuitry, and the battery voltage was measured at 0.367v (i.e., too low to support device function). Following removal of the battery and high-voltage capacitors, an external power source at 3 v was applied. Under this condition, the device exhibited a current draw of 1.57 amps, compared to the expected value of 6 microamps. Infrared thermal imaging identified a localized heat source (hot spot) at the edge of the mixed mode integrated circuit (mmic). This hot spot is consistent with activation of the electrostatic discharge (esd) protection clamp field effect transistors (fet); this type of damage occurs due to exposure to a high amount of energy. Based on the overall analysis and reported clinical observations, engineers determined that this device exhibited evidence of electrical overstress likely due to external energy, associated with pulsed field ablation. The damaged esd clamp fets subsequently caused a significantly high current drain that depleted the battery, and the device stopped functioning. The observed damage pattern with this device is consistent with induced external energy and is not related to an inherent device performance issue.

Event description:
It was reported that the patient implanted with this crt-d underwent an ablation procedure for atrial fibrillation. The patient went into a ventricular fibrillation (vf) arrhythmia and an external shock was delivered to convert the fast rhythm. Subsequently, this crt-d could not be interrogated. The device exhibited no pacing and no tones were heard when a magnet was placed near the device site. Multiple attempts to connect to the device were unsuccessful. This device was replaced and returned for analysis. No additional adverse patient effects were reported. Upon receipt at the boston scientific post-market quality assurance laboratory, a thorough evaluation of this crt-d system was performed. Visual inspection identified no external anomalies, and telemetry could not be successfully established with this device. X-ray imaging confirmed the internal fuse was intact, with no evidence of structural or mechanical damage. Residual gas analysis (rga) indicated the device case seal was intact. The device case was then opened to expose internal circuitry, and the battery voltage was measured at 0.367v (i.e., too low to support device function). Following removal of the battery and high-voltage capacitors, an external power source at 3 v was applied. Under this condition, the device exhibited a current draw of 1.57 amps, compared to the expected value of 6 microamps. Infrared thermal imaging identified a localized heat source (hot spot) at the edge of the mixed mode integrated circuit (mmic). This hot spot is consistent with activation of the electrostatic discharge (esd) protection clamp field effect transistors (fet); this type of damage occurs due to exposure to a high amount of energy. Based on the overall analysis and reported clinical observations, engineers determined that this device exhibited evidence of electrical overstress likely due to external energy, associated with pulsed field ablation. The damaged esd clamp fets subsequently caused a significantly high current drain that depleted the battery, and the device stopped functioning. The observed damage pattern with this device is consistent with induced external energy and is not related to an inherent device performance issue.